Event description:
The customer reported a non-specific issue. The unit was returned to a local covidien service center and a service technician found that the end of the power plug shows signs of arcing and black soot which can be seen from the end of the plug. The external ac input pin shows signs where arcing occurred, which were caused by an external object hitting the pin while plugged in.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.